Manufacturer narrative:
Additional information provided in a2, a3.a, b5, h6 and h11. The company representative was able to confirm the reported system message (sm) but was unable to replicate the issue. The system was tested and found to meet product specifications. Therefore, the system was found to have no problem. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported "sm" is inconclusive. The root cause of the reported ¿iris issue,¿ may have been attributed to anatomical issues or surgical factors. However, based upon the information provided, the issue remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received that patient's vitreous prolapse has regressed slightly, and visual acuity was 20/20.

Manufacturer narrative:
The company representative was able to confirm the system messages(sm), (via event log review) but was unable to replicate the event (while on-site). As a preventive measure the fluidics module was replaced and was returned for testing on this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed loose 3d bracket (and broken 3d support button. Those did not affect the function of the fluidics module and are unrelated to the reported event. The returned sample was installed into a system and tested. The module passed all tests and there was no problem found. The reported event was not replicated. The system was found to have no problem. Therefore, the root cause of the reported ¿irrigation/infusion issue¿ is inconclusive. The root cause of the ¿iris issue¿ may be attributed to patient anatomy or other surgical factors. However, based upon the information provided, the root cause cannot be determined conclusively. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that during cataract surgery, the ophthalmic console completely failed while operating in quadrant mode. The bottle was lowered, and the system stopped providing irrigation. Two different system messages were displayed. The patient had iris damage in an unspecified eye. The surgery was completed on the same day after the console was restarted. The patient¿s symptoms are continuing. Additional information has been requested but has not been received to date. This report refers to a second patient from the same facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that iris defect persists in the left eye. Iris had to be repositioned unexpectedly and there was no hospitalization and the treatment was complete.